Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
The initial and follow-up mdrs were mistakenly filed under manufacturer # 1020279. The correct manufacturer # is 8010764.

Manufacturer narrative:
Examination methods: stereomicroscope, scanning electron microscopy (sem), energy dispersive x-ray analysis (edxa). Macroscopic examination of the devices showed: as received component, no visible bone cement or burnishing on grit blasted surface of base plate, abrasive wear on proximal face of tibial tray, mild burnishing. Material analysis (edxa) showed that: no chemical anomalies were seen when compared to a standard of the material therefore there were no material deviations were found in this investigation the grit blasted surface of the tray was found to have surface roughness that met specification. Mild burnishing was observed in the proximal articulating areas of the insert. There was no visible bone cement or burnishing on the grit blasted surface of base plate. Possible causes of lack of bone cement adhering to the implant include but are not limited to: moisture between bone cement and implant surface and exceeding working time of bone cement. The exact cause of tray loosening could not be ascertained from the information provided.